Event description:
A malfunction alarm with code malf 16 was reported.there was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the malfunctioning pump using a pre-paid label within ten days.